Event description:
During an angiogram, the complainant reported that they saw bubbles coming through the manifold, when pulling back on the control syringe. The manifold was removed and replaced. There was no harm or injury to the patient.

Manufacturer narrative:
Conclusion: the suspect device involved in the reported incident was returned to merit medical for evaluation. A follow-up report will be submitted when the investigation is complete.